Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that insulin pump received unexplained delivery alarms. Insulin pump rejected batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.